Event description:
It was reported that there were impedance readings of greater than 2000 ohms. There was a loss of therapeutic effect. It was noted that they were calling from the operating room. The patient had been taken in for a revision due to the loss of therapy. It was noted that there was no good medical history at the time of this report. Impedances were c/0-6473, c/1-6776, c/2-7193, c/3-7874, 1/3 and 0/3 were high and there was nothing less than 250. Therapy impedance and settings were not available. The patient was programmed at c+1-. They were going to start at the lead/extension with the twist lock connector and they were looking for connector block alignment, fluid or anything that was frayed. It was further noted that the loss of therapy had been sudden about a week or two prior to the date of this report. Impedances had been done directly on the lead at 1.5v and all were greater than 2000 and at 3v all were in range. There was a kink seen in the lead when they had disconnected. The lead was being replaced. Additional information received reported that the lead was determined to have a short. It was kinked in part of the coil and now fluid was in the lead. The lead was replaced. It was reconnected to the system and all measurements were within speculations. The lead had been damaged during explant by the healthcare professional. Reference manufacturer¿s report number: 3004209178-2014-13064.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: neu_unknown_ext, serial# unknown, implanted: (B)(6) 2012, product type: extension. Product ID: 3389s-40, lot# v838904, implanted: (B)(6) 2011, product type: lead. Product ID: 7482a66, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. (B)(4).